Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was approximately 200 mg/dl. Reportedly, the customer is using humalog for longer than 48 hours. Tandem technical support (cts) educated customer on insulin labeling. Customer declined to further troubleshoot with cts.